Event description:
A customer contacted beckman coulter inc. (Bci) after noticing a clear leak (diluent leak) in the front of the coulter lh500 analyzer and got squirted in the face while trying to locate the leak. The customer was wearing goggles, gloves and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) went on-site and indicated that loose tubing from feedthrough fitting was causing the leak. This tube is located at the end of the aspiration path, close to the aspiration pump therefore it is primed with diluent to guarantee a good aspiration. In addition, during the backwash it uses pressurized diluent. The fse replaced the tubing. The root cause is attributed to loose tubing from the feedthrough fitting.